Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Sus voluntary event report #(B)(4). Event description: date FDA received: (B)(4) 2015. Closure of 14f insertion site. Used two. Use of double perclose by abiomed seal. A 12 french insertion site additionally, after placement of the perclose proglide device bleeding continued. Two perclose proglides were used to close the access site.